Event description:
It was reported that a continu-flo solution set, with duo vent spike and 3 clearlink luer activated valves, had leaked. The set was spiked into an unknown container, however the set would not "drip". When the container was squeezed, a leak was observed. It is unknown when the malfunction occurred and it is unknown if there was patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned, an evaluation could not be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.